Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of infection is listed in the perclose proglide instructions for use as a known patient effect of use with suture mediated closure device procedures. Based on the reported information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of infection is listed in the perclose proglide instructions for use as known patient effect of use with suture mediated closure device procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
Patient ID: (B)(6) it was reported that on (B)(6) 2025 the patient underwent an amplatzer implant procedure. One perclose proglide device was used for the closure of the procedural access site. A compressive bandage as well as manual compression were also applied. On (B)(6) 2025 an inguinal ultrasound was performed and found that the patient had a subcutaneous mass and cellulitis in the right groin with a few millimeter-sized hyperemic lymph node. There was no hematoma and no pseudoaneurysm. No treatment was required. No additional information was provided.